Event description:
According to the reporter, during a procedure, the needle of the two devices popped off the suture with no real resistance.

Manufacturer narrative:
Uf/importer rpt num: (B)(4). If information is provided in the future, a supplemental report will be issued.